Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation. No image. A definitive root cause could not be established, based on the results of the investigation, no image occurred likely due to component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a blurry picture. The issue was identified during inspection for use. There were no reports of patient involvement.